Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly and an introducer catheter for evaluation. A visual examination of the guide wire revealed one kink near the distal j-tip. The introducer catheter was examined and no deformities or anomalies were identified. The length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire contained one kink 19 mm from the distal end. The inner and outer diameter of the returned introducer catheter, along with the introducer catheter length were measured and were found to be within specification. The returned guide wire was able to pass through the returned introducer catheter with minimal resistance. After functional testing, the hub of the introducer catheter was cross-sectioned and microscopically examined. The hub was found to be deformed at the transition point. The defect is consistent with the defects documented on a previously opened CAPA. A device history record (DHR) review was performed with no relevant findings. Other remarks: the customer complaint of guide wire and catheter resistance could not be confirmed by functional testing. The guide wire was able to pass through the introducer catheter with minimal resistance. However, when the introducer catheter was cross-sectioned, a defect was identified in the catheter. This defect observed is consistent with defects documented in a previously opened CAPA. The CAPA corrective actions have not yet been implemented.

Event description:
The customer alleges the swg (spring wire guide) got stuck in the catheter over the needle and didn't advance further. The swg was replaced with another one of terumo and it did not work. A new kit was used and the procedure was completed without issue.

Manufacturer narrative:
(B)(4). The customer returned one photo of a kinked portion of a guide wire; however, full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the swg (spring wire guide) got stuck in the catheter over the needle and didn't advance further. The swg was replaced with another one of terumo and it did not work. A new kit was used and the procedure was completed without issue.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Photo provided on (B)(6). (B)(4).

Event description:
The customer alleges the swg (spring wire guide) got stuck in the catheter over the needle and didn't advance further. The swg was replaced with another one of terumo and it did not work. A new kit was used and the procedure was completed without issue.